Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent treatment for pelvic organ prolapse and stress urinary incontinence. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00063 (avaulta anterior).